Event description:
It was reported that the physician noted an alert for left ventricular (lv) lead impedance and it was noted in the yearly trend, the lead impedance had some low values. It was decided by the physician to take no corrective action and continue monitoring the patient. The lv lead remains in use. No patient complications have been reported as a result of this event.